Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. No immediate troubleshooting was performed, as the customer was driving and unable to address the issue at that time, with plans to call back later for assistance. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.